Manufacturer narrative:
Correction: h6 device codes packaging problem (a0205) has been added. Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter, a shipping mandrel, balloon protector, shipping hoop, inner tyvek packaging, instructions for use (IFU) booklet, and outer box packaging. The outer shelf box was returned with an opened closure strip and a puncture going all the way through the box and its contents. The tyvek packaging and IFU booklet were then removed from the outer box. Upon inspection both were found to be punctured all the way through with no further damages. The tyvek packaging was returned unopened and was then unsealed to analyze the returned device. There was device damage visible prior to opening the tyvek packaging. The shipping hoop was damaged and separated twice at the puncture point of the packaging. The hoop was unwrapped to aid in device removal. There was no resistance during device removal. The device was visually and microscopically examined. There was separation of the hypotube just distal to the strain relief. The hypotube was flattened and bent for 4mm in length. At 55.7cm from the strain relief, the hypotube was flattened and bent for a length of 4mm. The balloon was tightly folded and there was no evidence of fluid within the device. Product analysis confirmed the reported packaging damage, device damage, and sterility as there was a puncture to the outer box, tyvek packaging, IFU booklet, and the hypotube of the device was found to be separated, flattened, and kinked. The shipping hoop was also separated and damaged.

Event description:
It was reported that device contamination occurred. When a 30mm x 3.00mm nc quantum apex balloon catheter arrived, it was noted that the balloon as well as the inner packaging were crushed and damaged. No patient complications were reported.

Event description:
It was reported that device contamination occurred. When a 30mm x 3.00mm nc quantum apex balloon catheter arrived, it was noted that the balloon as well as the inner packaging were crushed and damaged. No patient complications were reported.